Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This is one of two medwatch being submitted as two devices were involved in this event. Medwatch 2210968-2015-00644. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 in order to treat stress urinary incontinence, cystocele, rectocele, and enterocele concurrently with an abdominal sacropexy, paravaginal defect repair, bladder suspension, and posterior colporrhaphy. It was reported that following insertion patient experienced extrusion, infection, recurrence, bleeding. It was reported that the patient underwent repair of incarcerated incisional hernia on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient experienced bowel problems. (B)(4).